Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was randomly rebooting during use. A field service engineer observed station randomly rebooting during procedures and refills. Logged into hardware test application (hta), tested power and comm sled both passed. Removed aio cover and noted back plate was very hot. Shut down station, replaced aio, but encountered shell error. Tried second all in one (aio) with same result. Reinstalled old aio, reseated hard drive cables, and reseated aio. Identified wrong part for repair. Shut down station again, replaced aio, booted into admin, deleted network adapters, rebooted, set pyxibus address, reset time/date, launched app successfully, and verified reboot into app. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was randomly rebooting while in use. However, there were no delays, adverse events or injuries reported based on this event.